Manufacturer narrative:
This was a pt with multi-organ failure and was very edematous. The prisma machine was inspected by a gambro tech. He performed a simulated treatment and verified machine functionality. The machine was performing according to MFR's specs. The treatment records were downloaded by gambro clinical investigator for review. The prisma machine excessive fluid loss/gain was set at 130ml. This alarm did not occur during treatment, therefore, the excessive fluid limit was not reached during this treatment. Facility's intensive care unit (ICU), nurse educator, did not recall the self test failure codes, however, she stated that the pt expired due to the multi-organ failure. She also stated that the fluid removal was not the cause of the pt's arrest. Without identification of the self test failure codes, it is impossible to determine why the machine had repeated self-test failures during treatment. The self test may have been due to the pt's vascular access and not a machine related problem. Therefore, a troubleshooting tool for the self-test failures was sent to facility's intensive care unit (ICU), nurse educator, and arrangements were made for a training session by a gambro intensive care therapy specialist to conduct training for troubleshooting to highlight self test failure diagnosis and resolution. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.